Manufacturer narrative:
(B)(4). The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018 during a call out, the spouse reported that the patient had been in the ICU the past four days and was being transferred to regular floor. The spouse reported that the patient had blacked out and the tube moved and punctured the spleen. The spouse reported that the patient was going to rehabilitation for two weeks and then the tubing would be removed two weeks later. It was reported that on or before (B)(6) 2018, the tubing had been removed and discarded.